Event description:
The reporter stated the surgeon inserted a aq5010v three piece silicone lens. The lens was used as a piggy-back lens. A scratch was noticed on the lens after insertion into the eye. The lens was removed. Two incidents were reported, this was the second incident with the same patient during the same procedure. A third lens, a non-staar sulcus lens was implanted. No patient injury, no adverse events. Cause of lens damage is unknown. The reporter stated the physician nor the tech did not indicate any cartridge or injector malfunction. See MFR #2023826-2015-00791 for first incident.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4)- no consequences or impact to patient; scratched material. Evaluation results: visual inspection of the returned product found the lens cut in two pieces. Piece of optic is torn off and missing. Hard to find scratch because the lens was received torn. There was evidence of clear surgical residue on product. Conclusions: (off-label, unapproved or contraindicated use.) Based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. This device was used as a piggyback lens, this lens was used for an indication other than what is claimed in our labeling, therefore the performance, safety and efficacy of the lens cannot be substantiated. This is considered off-label use. (B)(4).